Event description:
It was reported that this right atrial (ra) lead was not correctly inserted into the port, and the pocket was reopened to correctly insert the lead into the device header. No additional adverse patient effects were reported. Additional information received reported that the right atrial (ra) lead was suspected of incorrect insertion into the port based on electrograms (egms) on the programmer and fluoroscopy, and likely occurred at implant. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report is being submitted to update the information in the field device manufacturers only sections 6. Adverse event problem.

Event description:
It was reported that this right atrial (ra) lead was not correctly inserted into the port, and the pocket was reopened to correctly insert the lead into the device header. Additional information received reported that the right atrial (ra) lead was suspected of incorrect insertion into the port based on electrograms (egms) on the programmer and fluoroscopy, and likely occurred at implant. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not correctly inserted into the port, and the pocket was reopened to correctly insert the lead into the device header. No additional adverse patient effects were reported.